Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was found to have unstable motor speed and that the motor was corroded. The control bar ends were thin and the unit was out of calibration. The control bar, motor, shaft bearings, and sleeve bearings were replaced and resolved the reported issue. Review of the previous repair record identified unrelated repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported calibration issue/control bar issue/corrosion. Review of the most recent repair record determined the unit was found to have unstable motor speed and that the motor was corroded. The control bar ends were thin and the unit was out of calibration. The event timing was during preventive maintenance. There is no harm or delay reported. No adverse events were reported as a result of this malfunction.